Event description:
Additional information received indicated that the lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Externalized conductors were alleged to be the cause of the event. The lead is anticipated to be replaced to resolve the event. The patient was in stable condition and will continue to be monitored.